Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that failure code 810:11 was caused by a faulty pump head mechanism. The pump head mechanism was replaced.

Event description:
During product evaluation, failure code 810:11 was identified in the pumps event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.